Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulator was not helping them at all and that they were going to have the device removed. Patient said that the device worked every now and then, but then the pain relief would go away and they wouldn't get a lot of relief. Patient also mentioned that it hurt where the battery was. Patient mentioned that they turned the device on a couple days ago and it worked last night and this morning, but now it wasn't working at all to relieve their pain. Patient stated they need MRI of back before implant is removed. Agent walked patient through entering MRI mode and patient confirmed they were full body eligible. Agent documented information regarding removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient mentioned they had a surgeon remove the scs because it did not work and it was not what they thought it would be.